Event description:
It was reported that this previously capped implantable lead was part of the system revision due to infection and pocket erosion. Reportedly, the patient had purulent discharge and an opening at the pocket site. No adverse patient effects were reported. The previously capped implantable lead was explanted.